Event description:
A convatec sales rep rec'd email from the clinical wound ostomy continence nurse (cwocn) who reported that one of her nurses had difficulties in deflating the fms balloon in order to remove device from two (2) pts. It is further reported that in order to remove the device, it was necessary to cut the tubing to allow balloon to deflate which enable removal of device from pt(s).

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. A voice mail message was left on (B)(4) 2013 at 10:30 am in an attempt to contact the clinical would ostomy continence (cwocn) for further info and is awaiting a call back. There was no report of a pt(s) being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided; therefore, we are unable to determine the specific mfg site. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.